Manufacturer narrative:
Logfile review for the date of treatment shows the warning messages occurred. During the onsite visit, the field service engineer (fse) ran energy table and performed energy calibration. The system meets specification per service test procedure. The root cause is need of energy calibration. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A surgical coordinator reported that a secondary energy too low error message displayed during a left eye lasik treatment. The system would not allow the treatment to continue so it was stopped at 9% complete. The patient was taken out of the room and technical support was called. Treatment was tested on a test lens and was able to be completed so the patient was retreated successfully with no patient harm. Additional information received states the flap was well centered and the patient is following a normal postoperative eye drop regimen. The patient will be seen in follow up at a later date.